Event description:
It was reported that during the initial implant procedure, dislodgement of the right atrial (ra) lead occurred three times. The dislodgement was suspected to be due to the helix of the ra lead being unable to fully extend. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and helix mechanism anomaly. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, the helix was able to be retracted and extended when torque was applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
Additional information received indicating the helix of the right atrial lead was not tested prior to being introduced into the patient's body.